Manufacturer narrative:
The date of the pt death was in 2007. The device has not been returned to the MFR for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During a total of three courses of chemotherapy in the hosp, there was no adverse reactions from the PICC. Then the pt was treated in a local hosp, and the process in which was unknown.